Event description:
Reportedly, the line of staples leaked at the edge of the anastomosis with the distal rectum and the proximal colon. The line of the ta leaked, however the pceea staple line was ok. The patient will have a colostomy for six months before re-anastomosis takes place.